Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away after experiencing a hypoglycemic reaction. The insulin pump was uploaded by the doctor, and found that the customer had delivered a large manual bolus prior to passing away. The customer experienced hypoglycemia, then went into a coma. It was also stated that the customer had done this at least three other times. The customer had previously been admitted into a mental facility where she purposely raised the basal rates on her own to cause hypoglycemia. The customer's mother agreed to return the insulin pump for analysis. Nothing further was reported.